Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.